Event description:
Additional information received from the patient stated their ins was reprogrammed by the hcp and the spasms stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported this weekend they had to take a road trip and had to be in the car for six hours, and then had to sit in a conference all day long. Since the consumer had to sit for a long time their back end got irritated so they had to turn stimulation up because of an increase in pain. When stimulation was increased the consumer noticed their right leg was bouncing, shaking, spasming, and twitching and they felt like they didn¿t have any control over their leg, and even had a hard time walking straight which they had never noticed anything like that before. The consumer tried turning stimulation down and the spasming and twitching decreased, but was still there, but when stimulation was decreased the pain got worse. The implantable neurostimulator (ins) was then turned off which allowed the consumer¿s leg to stop shaking. The consumer wanted to know if this was normal and also wondered if the issues could be related to parkinson¿s disease (pd) since they had a family history of it and always had a ¿little tremor¿ in their hands sometimes (it was confirmed this was a pre-existing condition). The consumer also wanted to know if placing the ins could cause anything to come up with pd or if pd could affect the nerves with the ins being there whether it could affect the nerves to pop up on the surface quicker than normal. The consumer further reported when they increased stimulation they noticed stimulation wasn¿t in their back and leg, but went to their abdominal cavity right under their rib cage and if they moved a certain way it was almost painful to where they had to position themselves so they didn¿t have the pain in the abdomen and would also experience a sharp pain in their abdomen when they were sitting there but when they leaned a different way the pain went away which they had never felt before. Prior to turning up stimulation it was set at 3-3.5 volts but was then turned up to 4-4.5 volts. An appointment was scheduled with the healthcare provider (hcp) for (B)(6).